Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy due to sui and pop.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent cystoscopy on (B)(6) 2009 due to recurrent uti and incomplete bladder emptying. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, dyspareunia, urinary retention, cystocele, bladder outlet obstruction, infection, urinary problems, bowel problems, and recurrence.